Event description:
It was reported the patient had a loss of pain coverage. It was also noted the lead migrated. An x-ray confirmed t9 slipping from t8. Intervention involved replacing the lead. The issue resolved without sequelae on (B)(6) 2008. It was noted the event was related to the device or therapy and possibly related to the implant procedure.

Manufacturer narrative:
Concomitant products: product ID: 377860, lot# v011051, implanted: (B)(6) 2007, explanted: (B)(6) 2008, product type: lead. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2007, product type> programmer, patient. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 389033, lot# j0412300v, implanted: (B)(6) 2007, product type: lead. Product ID: 389033, lot# v025272, implanted: (B)(6) 2007, product type: lead. (B)(4).